Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as pt made mistake/touch contamination. The patient experienced sterile peritonitis manifested by abdominal pain. On the same day, the pt was hospitalized for the event and began treatment vancomycin ip (dose and frequency unknown). Fifteen days later, the pt was discharged from the hospital and was recovered from the peritonitis event. Additional information was requested but is not available.